Event description:
It was reported that during routine inspection check, the cs100 intra-aortic balloon pump(iabp) had a screen flickering. There was no patient involvement.

Manufacturer narrative:
E1 event site name not included in full due to character limitations. Full event site name is : (B)(6) hospital company limited a getinge field service engineer (fse) evaluated the unit and found that the screen flickers in lines, on and off, due to a damaged ribbon cable. The fse solved the problem so that the hospital can use the machine first. Cleaned the ribbon cable and rearrange the cable to be usable first. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the screen flickers in lines, on and off, due to a damaged ribbon cable. The fse solved the problem so that the hospital can use the machine first. Cleaned the ribbon cable and rearrange the cable to be usable first. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.